Manufacturer narrative:
The customer stated that there was air in the syringes. They performed an air purge and reran the test. The field service engineer (fse) inspected the analyzer and did not find any leaks. He verified the analyzer's performance by performing a precision test using a calibrator. The results were acceptable. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample tested on the cobas 6000 c501 (ul) v. The initial result was not reported outside of the laboratory. The sample was rerun on their other c 501. The initial result from the analyzer was 121 mmol/l. The repeat result from the other analyzer was 140 mmol/l. The repeat result was deemed correct. The electrode lot number and the expiration date were requested but not provided.